Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent a right total hip replacement on an (B)(6) 2008. Subsequently the patient was revised on (B)(6) 2015 to remove the metal on metal articulation.